Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 406 mg/dl and the cause was not known. A correction bolus via the pump was delivered; however, the bg was not lowering. A pump system check was performed and no device issues were identified. The customer declined to remove the cannula for inspection. The customer resumed insulin delivery via the pump. The customer was not satisfied with the pump's performance and thought the pump was unreliable.